Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported that the device does not hold a charge, and despite charging for two days, shuts down as soon as it is unplugged. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using ac power but failed to turn on using battery power. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection showed the system board battery charging circuitry output measured at 0.025vdc, the system will not charge the battery at this voltage. The customer battery charging circuitry was enabled by temporarily connecting a known good charged battery and the device functioned as designed. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: b3p 1r8, corrected data: should have been left blank as this was not a single use device that was reprocessed and reused on a patient.